Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent system was used during a duodenal stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture due to cancer of the duodenum. The stricture was 5cm in length and located between d2 and d3 in the duodenum. The patient anatomy was noted to be tortuous. During the procedure, the gastroscope and guidewire were positioned satisfactorily. The stent system was then advanced over the guidewire and positioned at the target lesion. However, after several attempts to release the stent, the stent had failed to deploy and the handle detached. The stent was unable to be deployed at all inside of the patient and was removed fully constrained within the delivery system. The procedure was unable to be completed as another stent system of the same type was unavailable. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which found that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath and that the stent was partially deployed, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. (B)(4) for the evaluation findings of stent deployment issue (partial deployment). A visual examination of the returned device found that the stent was partially deployed by 3 mm. The catheter was kinked and twisted at several locations along its length. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 145 mm from the handle break. The stainless steel shaft was kinked mid shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner shaft was kinked just proximal to the stent holder. The outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. The investigation concluded that a review and analysis of all available information failed to indicate a root cause or probable root cause.